Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that error code e315 was caused by a defect in the video jacket and a loose connection with the scope. The cause of the loose connection could not be identifed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera elite video system center presented an error code of e315 for an unsupported scope. There were no reports of patient harm associated with this event.